Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as vision not as expected. Additional information has been requested, received and stated the lens was exchanged for different diopter same model company lens. In the surgeon's opinion, it was mentioned that hyperopic surprise possibly related to effective lens position (elp) caused or contributed to the event. There was no patient harm.